Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Review of these files also confirmed low flow alarms, which were reportedly caused by hemorrhagic shock. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted log files collectively contained data from 12:48:43 on 06dec2021 through 10:25:57 on 08dec2021 and from 17:41:55 on 12dec2021 through 09:26:01 on 23dec2021, per the timestamps. Low flow alarms were captured on 06dec2021 and 07dec2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. Some of these alarms appeared to be associated with pi events. Additionally, transient elevations in pump power and flow were captured on 08dec2021, 18dec2021, 19dec2021, 21dec2021, 22dec2021, and 23dec2021, with values recorded from 6.1-6.7 watts and 6.8-8.6 lpm, respectively. These elevations also appeared to be associated with pi events. No other notable fluctuations in pump parameters were observed throughout these files. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters including pump power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, section 1 explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 1 and section 4 of the IFU, ¿system monitor¿, also state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient presented with sustained power elevations. There were no signs of hemolysis, and the only issue the patient had been dealing with was hypertension. The cause of the low flow alarms was determined to be hemorrhagic shock. The patient was taken to the surgical suite for further surgery and the low flow alarms resolved. Additional information later received stated that the patient continued to experience pump powers that were near or above the upper limit, as well as pulsatility index values that were low or very low. The patient¿s mean arterial pressure (map) ranged between 70-95 mmhg. An echocardiogram (echo) was performed which revealed a neutral septum, moderate hypokinesia in the right ventricle, decreased systolic function in the left ventricle due to diffuse hypokinesia, and a closed aortic valve in all cycles. The account reported that the results of the echo did not justify the changes in pump parameters. Lab tests performed on (B)(6) 2021 revealed a hemoglobin level of 8, a platelet count of 102,000, a lactate dehydrogenase level of 521, and a total bilirubin value of 0.3. The account reported that the patient was using heparin and was started on warfarin on (B)(6) 2021. The patient¿s water balance was -600 and the patient was taking 40 mg of furosemide once a day as well as 25mg of hydralazine every 8 hours (8/8h). It had also been requested to start the patient on enalapril. The cause of the elevated pump powers was unable to be determined; however, the account reported that the patient remained in stable condition.

Manufacturer narrative:
Reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sustained pump power elevations over a few hours, though the only noted issue that was being managed was hypertension. The log file captured some implant data from (B)(6) 2021 with low flow and backup battery not installed. After the backup battery was installed there were low flows noted on (B)(6) 2021 at 14:53 through (B)(6) 2021 at 02:02. After that time the flow recovered into the 3-4 lpm ranged and continued that way for the remainder of the log. There was also an elevated pump power of 6.1 w on (B)(6) 2021 associated with a pulsatility index (pi) event. The cause of the low flows was identified to be hemorrhagic shock and the patient was taken for further surgery. The cause of the elevated pump power was not identified and the patient was stable.

Manufacturer narrative:
Reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sustained pump power elevations over a few hours, though the only noted issue that was being managed was hypertension. The log file captured some implant data from (B)(6) 2021 with low flow and backup battery not installed. After the backup battery was installed there were low flows noted on (B)(6) 2021 at 14:53 through (B)(6) 2021 at 02:02. After that time the flow recovered into the 3-4 lpm ranged and continued that way for the remainder of the log. There was also an elevated pump power of 6.1 w on (B)(6) 2021 associated with a pulsatility index (pi) event. The cause of the low flows was identified to be hemorrhagic shock and the patient was taken for further surgery. The cause of the elevated pump power was not identified and the patient was stable.